Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sri daa vertical broach handle, pin separated at the lever handle was surgery delayed due to the reported event? No, action taken when event occurred? Post op xray in theatre to make sure no metal left behind, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, ip-01094057 device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report has not been returned to the warsaw complaint handling unit. A review of the provided photograph confirmed the complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history review : the root cause is attributed to prolonged use. This instrument code is no longer being manufactured for distribution. Mre not performed.